Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the service indicator was present on their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device is unable to defibrillate above 15 joules. The device would charge; however when pressing the shock button, the device would not deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that the service indicator was present on their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device is unable to defibrillate above 15 joules. The device would charge; however when pressing the shock button, the device would not deliver defibrillation energy.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the therapy pcb assembly. After replacing the therapy pcb assembly and reseating the therapy pcb assembly connection, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and was unable to duplicate the reported issue and no further root cause could be determined.